Manufacturer narrative:
(B)(4). A batch review will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in set/line). This occurred during the last dwell cycle of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.